Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and degen disc disease/herniated disc pain. It was reported that a pocket revision was scheduled for (B)(6) 2017. The reason for the pocket revision was the pump suture anchors did not hold so the pump was tilting. During the revision the healthcare provider sutured the pump down to fascia. There were no reported patient symptoms and the issue was resolved as the pump was anchored and not moving. The patient was doing well. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.